Event description:
Home pt reported two incidents of minicaps cracking. Per the pt, the cracks were noted on the smooth portion of the cap with betadine leaking through the crack. The pt noted that no pt injury or medical intervention was associated with these incidents.